Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found that there was battery compartment rear hinge is fully cracked on left side, battery door latches chipped plastic, upstream occlusion (uso) seal worn and has small tear in center. The customer reported issue was confirmed in the visual inspection. The battery door and uso seal were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the pump's internal battery door latch compartment was damaged". During device evaluation it was found the upstream occlusion (uso) seal is worn and has small tear in the center.